Event description:
It was reported that the pta balloon failed to deflate after inflation of 12 atm in the sfa. Several attempts to deflate the balloon were initially unsuccessful; the balloon was ultimately deflated with a needle stick through the skin. The balloon was removed through the sheath without incident. There was no reported of injury to the patient.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.